Event description:
Co received a report stating that a pt experienced discomfort after using the oxysept 1-step system. Pt's optician advised that pt's cornea was infected or that it showed some eruptive changes. After three consultations, the pt was advised that it may be an allergic to something in the oxysept one-step system. Pt's eyes were inflamed and antibiotics were prescribed. Pt recovered after 3-6 weeks with no further problems. Pt discontinued use of the 1-step systems and resumed using the system used previously. A health care professional has not confirmed that medical intervention was required to preclude a permanent injury.